Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: on investigation, the pump powered on without audio tone. Investigation confirmed the complaint. The pump settings were reviewed and revealed that all sound volume settings were set to ¿high¿ with the exception of the normal/audio bolus, which was set to ¿medium.¿ the pump was opened for investigation and revealed a crack in the solder on the audio tone module accounting for the lack of audio tone emission.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging aaudio tone/vibration (no sounds) issue; no audible sound for alarms for example when no prime. The alarm text is in the screen but there is no sound. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.